Event description:
High threshold was observed on the lead. An insulation anomaly was noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.